Manufacturer narrative:
The product code was incorrect on the original submission. The product code is mns .

Manufacturer narrative:
The manufacturer received the dreamstation autosv and associated humidifier for investigation. The device's memory was cleared prior to being sent for investigation, so there was no available compliance data regarding the patient usage and function of the device during therapy times. The manufacturer made numerous requests for additional information and for the patient encore report. No information was provided. The investigation found no evidence of a failure of the received devices. The devices functioned as designed and passed all testing. There has been no other similar reported events with incorrect inspiratory times being set on the device by the provider resulting in brain injury. The dreamstation autosv device is intended to provide non-invasive ventilatory support to treat adult patients (>30 kg/66 lbs) with obstructive sleep apnea and respiratory insufficiency caused by central and/or mixed apneas and periodic breathing. This device may be used in the hospital or home. Based on the information available, the manufacturer cannot confirm that the device caused or contributed to the reported event. If additional information becomes available, a supplemental report will be filed. The manufacturer concludes that no further action is necessary at this time.

Event description:
The manufacturer was made aware of an allegation of brain injury sustained by an end user as a result of incorrect inspiratory time being set on a continuous positive airway pressure (CPAP) device by a provider. The device was reportedly in use for four weeks before the error was discovered. The date of the event is unknown. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.